Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate using multiple cartridges and a minimum fill notification occurred after customer filled cartridge with 300 units of insulin during the load sequence. Customer's blood glucose was 180 mg/dl